Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampon fell apart during use. She alleged she noticed tampon pieces in her bathing suit and immediately removed the tampon. She did not seek medical attention.